Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system pendant buttons were malfunctioning intermittently. When the site pressed one button this action activated another function, for example pressing left moved the system right or down. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot #: - product ID: bi71000529rpend, lot #: - h3, h6: a manufacturer representative went to the site to test the imaging system. It was reported the pendant was faulty and there was a confirmed mechanical failure. No hardware parts were replaced. Codes b01, c07, and d02 are applicable. Multiple fdd/annex a codes were reported. A110201 was coded for the pendant buttons were malfunctioning intermittently. A051206 was coded for when the site pressed one button this action activated another function, for example pressing left moved the system right or down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to service the system. Replaced pendant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, lot/serial #: (B)(6). H3) the pendant was returned to the manufacture for analysis. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant functions actuated correctly. No fault found while under test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.